Event description:
Equipment brought in for trial purposes for possible purchase later. Handpiece failed while being trialed.

Event description:
Co is responding as requested however, co is of the opinion that the user facility report of a malfunction does not meet the definition of a reportable event. For that reason when gyrus was made aware of this event it was evaluated and recorded as a complaint but it was not deemed reportable. Co reached this conclusion since there was no reported injury to a pt and no requirement of intervention to preclude an injury. The suspect product was evaluated at the factory and found to operate within specification. Although gyrus accepts that a malfunction of the system rendering the device inoperable is not desirable the potential for injury or death is extrmemely remote.